Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. No button error alarm noted. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it had been tucked inside the customer's swim suit while she was on the beach. Her blood glucose level was 369 mg/dl. The customer was advised to revert to a back up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.